Event description:
Event description guidant received information that during a follow-up visit, this left ventricular lead was found to have impedance measurements greater than 2500 ohms in all configurations. An x-ray was obtained and did not reveal a fracture or dislodgment and no patient symptoms were reported. The physician elected to leave the lead implanted as there were no adverse patient effects.